Event description:
The pt had an immediate reconstruction with tissue expander, permanent implants were placed in 12/84 using the style 56 under the muscle, 360cc double-lumen type implants. Pt had significant pain, especially in the left arm when she raised it above 90 degrees abduction. She feels chronic fatigue as well as significant chest wall pain in the ribs under the breast. Pt has easy fatigability of the left arm when compared to the right arm despite the fact that pt is right-handed. On physical examination the pt has a capsular contracture on both sides. Xeromammogram shows that the left implant has no folds which is indicative of highly-probable rupture. Due to the fact that pt has capsular contracture with pain, a ruptured implant, and refereed pain from the left side as well as systemic symptoms that may be associated with silicone, it is the pt's desire to have both implants removed.